Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the receptacle unit failed and noise entered the image when vibration was applied to the connector, causing the image to disappear was due to failure of the receptacle unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding "unable to connect connector" could not be confirmed. During evaluation, it was observed, the video connector was faulty; when shaking the connector, the image turned noisy and occasionally blacked out. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic plasma electrotomy procedure, the visera video system center had poor contact (it could not be connected normally and the image was abnormal for observation). Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.